Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal cramping, abdominal pain, cloudy peritoneal effluent fluid, and diarrhea, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is found in the mucus membranes, axillae, and on the skin of humans, and transmission of the bacteria to the peritoneum frequently occurs during a touch contamination event (2). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal cramps, abdominal pain, cloudy peritoneal effluent fluid and diarrhea. A peritoneal effluent fluid culture (positive for staphylococcus epidermidis) and cell count (white blood cell count = 5228 cells u/l, total nucleated cells = 5230 cells u/l, red blood cells = <2000 cells u/l, polymorphonuclear cells = 88%) were collected, and the patient was sent directly to the emergency room for treatment. Although the definitive rationale was not provided, it appears the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and placement of a hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2026. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026 after successfully transitioning to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event. Based on the follow-up documentation, there is no allegation that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. The patient began outpatient hd therapy on (B)(6) 2026 without any reported issues.